Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to encoder out of phase. Unable to perform displacement test due to constant motor error alarm. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to constant motor error alarm. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer called to report that the drive support cap was protruding. The customer also reported a motor error alarm. The reported blood glucose reading at the time of the call was 299 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.